Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was leaking. The device would leak whether there was a device inserted or not. The case was completed with the device. There was no patient consequence.